Manufacturer narrative:
Block b3: date of event was approximated to 07/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a zero tip basket device was used during a ureteroscopy procedure. During the procedure, the basket was not working after a few tries. Reportedly, it was found that the pull wire and basket wire broke. The procedure was completed with another of the same device with no patient complications.